Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The fragment was not returned. The needle tube was broken off at about 20 mm from the distal end. The needle tube was bent around the broken point. The fracture surface showed that it broke due to bending load. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The needle tube buckled significantly due to force to bend it, which was possibly generated by movements of the patient during the procedure. The buckled needle tube then received force to straighten it. The bending and straightening reduced the strength of the needle tube until and finally broke it off. The above device handling has warned in the instruction manual as follows. When inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Do not push the needle slider suddenly. Doing so may cause sudden needle protrusion, resulting in perforation, bleeding, or mucous membrane damage. It can also damage the instrument.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an examination, the needle broke off in the second insertion. The first insertion was in 4l. The second insertion was in station 7. The needle broke off at the time. The needle was retrieved from the patient. The examination took 5-10 minutes in order to retrieve the broken piece (the needle). The intended procedure was completed. There was no patient injury reported.